Manufacturer narrative:
The alleged complaint is confirmed. The product was not returned for investigation. It was reported that an evolution® nitrx primary cemented femoral implant was allegedly explanted due to suspected loosening. The product was not returned for investigation. Two photographs were provided. The images show an evolution® nitrx femoral component with visual evidence of bone cement adhered in some regions and absent in others. The received images only partially show the bone interfacing surfaces; therefore, the implant cannot be effectively evaluated without additional images or return of the implant to mpo for investigation. No implant damage or material failure was observed in the provided images. No radiographs were available to further assess component alignment or fixation. No lot number or additional information was received despite three follow up attempts. The model of bone cement used in this case is unknown. A review of historical complaints for evolution® primary cemented implants identified similar reports of loosening involving evolution® nitrx tibial implants in which little to no bone cement adherence to the bone interfacing surfaces was noted. In those investigations, most events lacked returned product and complete clinical documentation. Based on the completed investigations, the most likely contributors were technique related factors associated with cement application. Loosening in cemented constructs can occur due to multiple factors. The orthoset® radiopaque bone cement IFU states "inadequate fixation or unanticipated post operative events may affect the pmma cement bone interface and lead to micro motion of cement against the bone surface. A fibrous tissue layer may develop between the pmma bone cement and the bone causing loosening of the prosthesis." It also states, "loosening and fracture of either the cement or the prosthesis or both because of disease, trauma, inadequate cementing technique, mechanical failure of the materials, high stresses from excessive physical activity, obesity or latent infection may occur." In reviewing the risk management documentation and historical complaint data for this family of evolution® knee implants, a total of 3 historical complaints were identified for evolution® nitrx primary cemented femoral implants out of more than 19,000 units sold. Of these three complaints, two could not be confirmed, and the available information for those two events was limited to data submitted through a national joint registry. The third complaint corresponds to the current incident under investigation. The overall occurrence rate of loosening for evolution® primary cemented femoral implants remains at occurrence level 1, the lowest classification defined within the mpo risk management framework and the design fmea process. This occurrence level reflects the classification assigned within mpo risk management for loosening events associated with these cemented femoral components. This comparison is included because the evolution® nitrx femoral component shares the same underlying design as the non coated evolution® mp femoral line, with the primary difference being the nitrx surface coating. Engineering testing performed demonstrated that evolution® nitrx coated implants exhibited cement adhesion equal to or stronger than non coated evolution® implants when used with orthoset® radiopaque bone cement. Across these prior investigations, multiple findings indicated technique related contributors. Based on complaint analysis, the three historical complaints of loosening for evolution® nitrx femoral implants do not identify a trend specific to this implant model in comparison to non coated evolution® primary mp cemented femoral implants. No trends were identified per mpo trending procedures. This issue will continue to be monitored through complaint tracking. The device history record (DHR) for this product was unable to be reviewed. This failure mode is listed in the current package insert and risk documentation for this device. There were no trends identified per mpo trending procedures. This issue will continue to be monitored through complaint tracking.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a potential loosening.